Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (50s mg/dl). Glucose tablets or juice was consumed to address the low bg. The customer reported that the low bg was due to overcorrecting (use error). The customer declined tandem technical support's offer to troubleshoot. The customer's healthcare provider recommended the customer take a "pump break" and use insulin pens for insulin therapy.